Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.5 x 28 mm xience alpine stent delivery system was advanced to the lesion and when attempting to deploy the stent, the inflation device could not hold pressure, although the stent was partially deployed. A balloon catheter was used to fully deploy the stent. The stent delivery system was tested outside the anatomy and there was a leak in the shaft. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the device. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. Av determined that this is an isolated incident and there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report the following information was received: there was a clinically significant delay in the procedure.